Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a presenting electrogram (egm) where a true premature ventricular contraction (pvc) fell into cross-chamber blanking and was followed by a biventricular (biv) pace. Technical services (ts) discussed troubleshooting/programming options, including reducing right ventricular (rv) blanking after atrial pace, shortening the atrioventricular (av) delay, or reducing the lower rate limit (lrl). This crt-p remains in service. No adverse patient effects were reported.